Manufacturer narrative:
The event occurred on an unspecified date in (B)(6) 2016. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that upon opening a box containing physioneal and cassettes, the caregiver noticed there were insects on top of the cassette tubing. This was found before use. There was no patient involved. The product had been delivered to the patient from a pharmacy. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. Visual inspection was performed and there were no insects observed on the device. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.